Event description:
A colonoscopy was performed on me on (B)(6) 2015 at (B)(6) medical center (B)(6) and I experienced bleeding after it and was diagnosed with cdiff on (B)(6) 2015. Dr (B)(6) performed the coloscopy.